Event description:
Procedure performed: lap chole event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: the nature of the complaint concerns: not working properly after 2 clips. The same complaint also occurred with lot number: 1490524. You can collect the product in person from the purchasing department, where you will sign it off. Information received from applied medical representative via email 15jan24: no patient injury or illness. Patient is ok. Lap chole was being performed. Even occurred on december 4th, 2023. The user used a third ca500 to complete the procedure. With the first clip applier dr. [Name redacted] was able to place at least one clip successfully. However, when he wanted to load another clip no clip would load in the jaw upon pulling the trigger. A second clip applier was opened with which he experienced a similar issue. He does not remember the details, but he remembers a clips would not load into the jaw. They were able to complete the procedure with a third clip applier. Standard kii trocars, inzii were also used, nothing interfering. He thinks he could pull the trigger but no clip would load, he does not recall clearly. A clip did not seat properly into the jaws. A clip did not seat properly into the jaws every time the trigger was pulled. Patient status: ok. Intervention: a second clip applier was opened with which he experienced a similar issue.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1490315, was included in the recall.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: the nature of the complaint concerns: not working properly after 2 clips. The same complaint also occurred with lot number: 1490524. You can collect the product in person from the purchasing department, where you will sign it off. Information received from applied medical representative via email 15jan24: no patient injury or illness. Patient is ok. Lap chole was being performed. Even occurred on (B)(6) 2023. The user used a third ca500 to complete the procedure. With the first clip applier dr. [Name redacted] was able to place at least one clip successfully. However, when he wanted to load another clip no clip would load in the jaw upon pulling the trigger. A second clip applier was opened with which he experienced a similar issue. He does not remember the details, but he remembers a clips would not load into the jaw. They were able to complete the procedure with a third clip applier. Standard kii trocars, inzii were also used, nothing interfering. He thinks he could pull the trigger but no clip would load, he does not recall clearly. A clip did not seat properly into the jaws. A clip did not seat properly into the jaws every time the trigger was pulled. Patient status: ok. Intervention: a second clip applier was opened with which he experienced a similar issue.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.